Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported device damaged by another device appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional abbott devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, moderately tortuous circumflex coronary artery. Before the procedure, a mini trek bdc was opened during prep and it was noted that the balloon was separated from the shaft. The device was not used and there was no patient involvement. A 3.5 x 23 mm xience sierra was implanted without issue; however, wire position was lost as the vessel closed for an unknown reason. A new balance middleweight (bmw) guide wire was advanced as well as a whisper guide wire and the whisper was thought to be in the true lumen of the vessel. The bmw went under and around a couple struts of the previously implanted xience sierra stent and over the whisper guide wire. The bmw was then jailed with a 2.25 x 18 mm xience sierra stent. The bmw was stuck and was not able to be removed. Balloon angioplasty was attempted in order to free the guide wire but it was unsuccessful. The bmw then separated and coiled into a ball. The tip of the whisper guide wire also separated due to the bmw guide wire wrapping around it. The separated portions of the guide wires both remain in the patient anatomy. No additional information was provided.